Manufacturer narrative:
The field service engineer replaced the rinse tube and parts on the rinse mechanism. The investigation determined that the service actions resolved the issue.

Manufacturer narrative:
The cobas 8000 cobas c 502 module serial number was (B)(6). The field service engineer found an issue with the rinse mechanism. He repaired and replaced parts and checked that the rinse levels were okay. The investigation is ongoing.

Event description:
There was an allegation of questionable glucose hk gen.3 results from the cobas 8000 cobas c 502 module. The initial result was 0.26 mmol/l. The result was 4.79 mmol/l.